Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the pituitary broke while pulling out disc. The product came in contact with the patient. The fragments of the product did not remain inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the instrument confirms the handle is broken, with the fracture surface displaying a quasi-brittle fracture with riverlines consistent with bend stress overload. The morphology of the fracture suggests the direction of fracture. The above observations are consistent with bend stress overload.